Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a continuous red heart alarm. The patient exchanged the system controller and the alarms resolved.

Manufacturer narrative:
The system controller was returned to the MFR for eval. A review of the log file retrieved from the returned system controller revealed interruptions in the pump function (pump stoppages). These interruptions in the pump function would have resulted in the reported red heart alarms. Upon examination of the device, the early stages of conductor breakdown as a result of wear were present in the black and white power leads. The conductor breakdown identified in the power leads had no immediate effect on the primary function of the system controller during the investigation and could not conclusively be attributed to the cause of the pump interruptions. The system controller was functionally tested and operated as expected event while supported independently by either power lead. The system controller operated a mock circulatory loop and no alarm conditions were noted. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.